Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a software issue. A technical support specialist logged on to the station set station to launch into cfnapp and rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system was not displaying sign-in. The customer reported that there was a delay to the patient's workflow.there were no adverse events or injuries reported based on this incident.